Event description:
It was reported that during a retropubic sling procedure, the doctor perforated the patient's bladder during the trocar pass on the patient's left side. The doctor noted the perforation during cystoscopy following the trocar pass. The doctor removed the sling and used another kit to complete the procedure. No further complications were reported.

Manufacturer narrative:
No lot number was provided, therefore, a device history review could not be conducted. The sample was returned for the company's evaluation. There were no defects noted with the returned device that could have caused or contributed to the reported event. The IFU covers perforations as follows: "precautions: cystoscope should be performed to confirm bladder integrity or recognize a bladder perforation. The implant procedure requires diligent attention to anatomical structure and care to avoid puncture of large vessels, nerves, bladder, and any viscera, during introducer needle passage. Adverse events section: perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage."